Event description:
Healthcare professional reports out of range high act-lr results during percutaneous coronary intervention (pci) application. Hemochron elite microcoagulation system generated two repeated act-lr result of >400 seconds followed by an unexpected result of 229 seconds. Target time: >200 seconds. No adverse event(s) reported. This event occurred outside the u.s during the course of a (B)(4).

Manufacturer narrative:
(B)(4). Customer tested using cuvette lot# f1jlr089. Method: actual device not evaluated. Process eval performed cuvette device history records reviewed and found to meet specifications. No related ncmrs identified. Itc has requested all data required for form 3500a.